Event description:
It was reported that the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead dislodged secondary to ¿twiddling¿ of the site. The ra, rv lead and device were repositioned, and the lv lead was explanted and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.